Manufacturer narrative:
Device returned for evaluation. During the investigation no abnormalities or deficiencies were found with the device. No issues found that would have caused the reported low blood glucose levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported paramedics came and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was given an intravenous with three (3) tubes of instant glucose each are 25 mg equaling a total of 75 mg by paramedics for low blood glucose (bg) levels. Patient¿s blood glucose reached 15 mg/dl while wearing the pod for longer than 48 hours on the infusion site (arm). The patient was at the airport during a bad storm, patient stated purse went through x-ray machine and after checking baggage into the airport patient started feeling low. Patient passed out and when woken up the paramedics were there. At 5:03 pm patient had bolus 15 carbs and this was for meal and correction. The patient had taken some glucose tablets, a peppermint tablet, orange juice, glucose drink 15 carbs and then the paramedic gave the patient the instant glucose. In total the patient had about 920 carbs of sugar. Patient was registering 515 mg/dl after being treated, but this was not due to the pod. The patient is using fiasp insulin in the pods. There was no changes made to their insulin doses as a result of the event but patient just switched to manual daily insulin (mdi).